Event description:
Subsequent to the initial MDR, a correction has been made. The patient felt tired and laid down on the couch. The patient's son found the patient unconscious and gave the patient glucose and they were well after that.

Manufacturer narrative:
(B)(6). B5: describe event or problem - correction to the following statement on the initial MDR "the patient became unconscious and their son gave them glucose and they were well after that."

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient became unconscious and their son gave them glucose and they were well after that. They did not visit a healthcare facility. The cgm was reading 131 mg/dl but the bg was 30 mg/dl. No information was provided about when the glucose values were taken. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.